Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has been explanted and re-implanted but at this time no further information is available with regards to the circumstances leading to the surgery.